Manufacturer narrative:
The device was returned, decontaminated and visually inspected. It was returned with a broken bottom jaw near the hinge point. Upon visual inspection, this complaint is confirmed. Because of the condition of the returned device, a functional test was not possible. The type of damage observed may be the result of excessive force or stress applied to the tip of the device. If the jaws of the device are activated on hard material or used outside of their intended use, they may be compromised. It is unlikely that the device left microline inc in this condition, because all devices are 100% inspected for damages and imperfections. This is an uncommon issue in the field, the first occurrence this year (2020). The most probable root cause may be attributed to an excessive force applied to the jaws. This is a known issue with this device. A corrective action is in progress to strengthen the jaw and eliminate the issue. This action should be completed by the end of october 2020.

Event description:
When grasping a very thick-walled gallbladder, a ""branch"" of the grasping forceps broke off, landed behind the liver, was localized by x-ray, and was easily removed laparoscopically. The rest of the operation was unproblematic.

Manufacturer narrative:
Investigation is pending the return of the device.

Event description:
When grasping a very thick-walled gallbladder, a ""branch"" of the grasping forceps broke off, landed behind the liver, was localized by x-ray, and was easily removed laparoscopically. The rest of the operation was unproblematic.